Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2015 the patient underwent a right sided tka utilizing simplex hv bone cement. It is further alleged that on (B)(6) 2016 she underwent revision surgery due to loosening of her knee components caused by the simplex hv bone cement implanted in her right knee and debonding of simplex hv bone cement at the tibial component. Per received implant sheet, all implants are of unknown competitor construct. Only the cement was of distributed by stryker as exclusive distribution partner in the us market. More information are not available.